Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to moisture damage on force sensor resistor. Motor passed the motor test. Device had minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 128 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.